Event description:
It was reported that both the right ventricular (rv) lead and right atrial (ra) lead exhibited possible oversensing on stored electrograms (egm). The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.